Manufacturer narrative:
Product ID: 8703 lot# j92100904, implanted: 1992 (B)(6), product type catheter. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was confirmed that the patient had a low reservoir alarm 2012-(B)(6) and an empty reservoir alarm occurred 2012-(B)(6). There were 0 ml of drug left in the pump at this time. The patient was doing well and wanted the pump explanted and then re-implanted.

Event description:
A pump problem was reported. Patient reported been hospitalized from (B)(6) 2012. It was confirmed the hospitalization was not device related; patient had a stroke. She was real sick during that time and the pump was allowed to run dry due to the patient condition. The patient missed their refill, heard a non-critical alarm (B)(6) 2012 which was silenced by company representative. It was thought to be the low reservoir alarm. Eight days later heard a critical alarm which was silenced by hcp at either (B)(6) 2012 or (B)(6) 2013 appointment. Patient experienced an increase in pain. The patient was looking for a new physician to replace the pump because it was ¿really starting to hurt bad¿. The hcp gave her some neurogenic and some morphine to help with the pain, but it was really getting bad. The pump had been delivering marcaine and msir (morphine sulfate). If additional information becomes available, a report will be provided.